Event description:
It was reported that the customer was hospitalized for high blood glucose and diabetic ketoacidosis. Customer experienced symptoms of vomiting and dehydration. She wearing the insulin pump at the time of the event. The blood glucose reading was not given. The customer was treated with an insulin drip and IV fluids. The caller declined the troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.